Event description:
The medical center reported that the staples came out after they had been put in due to the staples not forming correctly. They ended up having to suture the patient.

Manufacturer narrative:
Deroyal: the sample was returned for evaluation. The reported issue was forwarded on to the manufacturer for investigation. The investigation into the root cause is in process.